Event description:
It was reported that during a lobectomy, during the procedure when the surgeon used the instrument on the bronchus in order, the fire handle was broken. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). (B)(4). Wedge the analysis results found that the ez45g device was received with the firing trigger broken and with a reload loaded on the device. The reload was noted to have a wedge bypass as the left side was partially fired 1/8 and the right side was partially fired 1/2. In addition the left wedge was received bent, this is consistent with a non-properly cartridge reload. If the reloading instructions are not followed and the reload is loaded improperly into the channel of the device, the reload and device could become damaged. Insert the new reload by sliding it against the bottom of the reload jaw until it stops in the reload alignment slot. Snap the reload securely in place. Please reference instructions for use for additional instructions. The firing mechanism was noted to be damaged. No functional was performed due to the condition of the device. The device was disassembled to verify the internal components and the left wedge was found bent. A batch record review was performed and no anomalies were found during the manufacturing process.